Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an error message and was explanted at a surgical intervention. At this time the pacemaker has also been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery found depleted cell with no battery-related failure determined. Analysis shows no component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an error message and was explanted at a surgical intervention. At this time the pacemaker has also been returned for analysis. No additional adverse patient effects were reported.